Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Because the model name and serial number of this device are unknown, omsc couldn¿t confirm the manufacturing history of this device. The user facility reported that they carried out precleaning and brushing of this device after procedure and there was no irregularity in leakage testing. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the back side of the angulation control knob of the subject device tested positive for gram-negative bacillus (1cfu). This device had been reprocessed using an olympus automated endoscope reprocessor model oer-3(not available in the USA). There was no report of patient infection associated with this report.